Event description:
The rep reported the device was used during a laparoscopic cholecystectomy. It was reported the er320 clips were falling out of the jaws before they were completely fired. The clips also were not closing all the way. The case was completed using the original er320.